Manufacturer narrative:
Eval summary: no devices or photographs where returned for analysis. The operative notes of the surgery do not indicate anything out of the ordinary. Cause cannot be definitely determined. Eval: review of the device history records did not find any deviations or anomalies. Due to the ter the pt was revised to a reverse shoulder. As indicated int he tm reverse shoulder instructions for use the reverse applications are for pts with a "grossly rotator cuff deficient joint". The subscapularis is part of the rotator cuff. As such no defect or deficiency in the primary shoulder product could be found.

Event description:
It is reported that the pt had a revision due to a subscapularis tear. A cerclage cable was placed around the proximal bone as there was a small crack noted along the tuberosity after removal of the implant.